Event description:
It was reported that a customer was admitted to the emergency room due to high blood glucose levels. On (B)(6), 2026, the patient did not detect elevated blood glucose readings as her sensor was not in use, leading to high ketone levels and subsequent hospitalization until (B)(6) 2026. Blood glucose level was 420 mg/dl, and the patient received intravenous saline and insulin therapy, resulting in stabilized readings by discharge. It was noted that the cannula was found bent, though it was unclear if this contributed to the high blood glucose event, as this was discovered at a later time. The system check showed that the pump functioned correctly, and there was no permanent damage reported. The customer did not observe any issues with the infusion set or other supplies used, which were all within the recommended labeling.